Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory also indicated the impedance trend of the right ventricular pacing lead was variable, pacing capture threshold in the right ventricle was rising, diminished right ventricular sensing, and noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased thresholds to high levels shortly after implant. In addition, the r-wave amplitudes had decreased with variable impedance. There were small artifacts/noise observed on the ventricular electrograms (egm), however were not sensed. Sub-optimal lead positioning and possible lead dislodgement were suspected. The rv lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the rv lead was repositioned and remains in use. It was noted that the repositioning procedure was difficult.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased thresholds to high levels shortly after implant. In addition, the r-wave amplitudes had decreased with variable impedance. There were small artifacts/noise observed on the ventricular electrograms (egm), however were not sensed. Sub-optimal lead positioning and possible lead dislodgement were suspected. The rv lead remains in use. No patient complications have been reported as a result of this event.